Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where it was not synchronizing with the network. A technical support specialist (tss) dialed into the station, checked the data synchronization debug logs, and identified that the system required a manual recovery. The tss logged in as carefusion administrator (cfnadmin), stopped the data synchronization and maintenance services, and created a backup of the station database at (B)(4). The tss followed the knowledge article (ka) manual recovery required ¿ datasyncinvaliduploadchangetrackingvalue to perform the manual recovery process. The manual recovery was successfully completed, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, endo-2a pyxis anesthesia station was not sync with the network for inventory restock. There were no adverse events or injuries reported based on this event.